Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 18:31:30. During night drain cycle one, the patient's ultrafiltration reading was 164ml, indicating the home patient (hp) drained 164ml more than their maximum programmed fill volume of 100ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 164ml, during therapy initiated on (B)(4) 2012 18:31:30 which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Cycle 1 drain was completed on (B)(4) 2012 17:52:30 and the user's actual drain volume during cycle 1 was 157ml. The actual drain volume of 157ml is 157% of largest prescribed fill volume (lpfv) of 100 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.